Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of unchanged mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be influenced by both patient morphology/pathology (short, thin posterior leaflet) and procedural conditions (difficulties with visualization). The reported unchanged mr was likely a result of the slda and due to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The leaflet anatomy was challenging and it was difficult to properly see the posterior leaflet. Additionally, echocardiogram quality was poor. One clip was implanted; however, immediately after the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The case was discontinued and the patient will be re-evaluated later for valve replacement surgery. The patient remained stable and the mr remained at 4. No additional information was provided.